Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that they have had issues with 3 of the vh-3000 products. Customer did not state exactly what happened, but that issues are being investigated through their internal process. The hospital did not report any patient effects. (B)(4).

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that they have had issues with 3 of the vh-3000 products. Customer did not state exactly what happened, but that issues are being investigated through their internal process. The hospital did not report any patient effects. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that they have had issues with 3 of the vh-3000 products. Customer did not state exactly what happened, but that issues are being investigated through their internal process. The hospital did not report any patient effects. (B)(4).